Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was 285 mg/dl. Customer was wearing the device at time of hospitalization. Customer had blood glucose as high as 485 mg/dl due to the eardrop used for ear infection. Customer declined to complete troubleshooting. Customer will not be returning the device for analysis.

Manufacturer narrative:
Device received with the partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the reservoir tube window corner, minor scratched lcd window, and scratched reservoir tube window. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Device was received with normal operating currents and passed the self test, displacement test, rewind, unexpected restart error test, prime test, and the excessive no delivery test. Unable to perform the basic occlusion test, occlusion test, and the delivery accuracy test due to broken reservoir lip.